Manufacturer narrative:
The service rep replaced the cable. The system operates as intended.

Event description:
The customer requested replacement of the hv cable assembly on the 9800 system. No pt injury.